Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to breakage of scope connector circuit board or image sensor unit. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual: inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized, and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the device displayed error code b30. This report is being submitted for the b30 error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the image produced had rainbow dots and the image did not meet olympus image quality standards; a proper image returned after aeration. Additional evaluation findings are as follows: 1.) No data transmission; 2.) Leak test failed; 3.) Scratches noted; 4.) Hole noted in the bending section; 5.) Peeling of the bending section adhesive noted; 6.) Switches 1 through 4 non-functional; 7.) Detachment 7mm from distal end; 8.) Charge-coupled device shrink tube noted cut; 9.) Conduction failure between distal end and connector; 10.) Insertion tube dented; 11.) Cracking bending section adhesive noted; 12.) Fluid invasion from body control unit noted; 13.) Fluid invasion of the connector and corroded connector noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e216" (scope communication error) or "b3" occurred. There was no patient injury, associated with the event, reported to olympus.